Event description:
During right colon resection (hemicolectomy) tlc 100 stapler used and staple line not completely formed. Also, staples did not close completely at anastomosis site. Physician had to oversew the colon and repair the anastomosis with a 3-o vicryl suture.